Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient was fine and then suddenly collapsed on (B)(6) 2014. The patient was taken to the hospital, assessed, and had no fever so was sent home. Two hours later the patient had a high fever and was taken by rescue back to the hospital. The patient became unconscious (time unknown). The patient also experienced altered mental status and seizures. The patient¿s status was unable to be obtained. The pump had been refilled on (B)(6) 2014 and therefore the pump was interrogated and the logs were checked to insure programming was correct, which it was. There had been no concentration or dose adjustments made at refill. There were no motor stalls found in the logs. Additionally, the treating healthcare provider (hcp) came to the hospital to access the pump and draw out 1cc to test for infection/bacteria and 2cc to test for the correct baclofen concentration. There was no alleged product issue with the pump or the catheter. A lumbar puncture (lp) was done to insure spinal fluid was clear of infection and to rule out a cerebrospinal fluid (csf) infection. The lp was negative so no catheter access was performed. It was also reported the patient had a flu shot on (B)(6) 2014 and had had a similar reaction to the flu shot last year at about the same time point (one week later). The patient also had her teeth cleaned on (B)(6) 2014. It was unknown what the cause of the event was, how the patient was doing, and if the issue had been resolved. The patient remained in the intensive care unit (ICU) on a ventilator and the opening pressure on lp was 35 mmhg. It was also reported there was cerebral edema on computed tomography (CT). The issue was unresolved and the patient had not recovered and the symptom/issue was ongoing. The pump was being used to deliver compounded baclofen and the concentration was 750mcg/ml with a dose of 74.95mcg/day beginning (B)(6) 2014 and therapy was ongoing. Patient status and outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.